Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that ten years post-implantation of this 21mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted due to severe symptomatic aortic stenosis. There were no reported complications and the patient was discharged home on pod #2.